Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 526 mg/dl. It was stated that the customer was treated with manual injections after leaving the hospital. Troubleshooting was performed. The programming, settings, time, and date were correct. Ran a fixed prime test and the insulin exited. Advised the caller to call back when the tubing clamp arrives to perform the high pressure test. No further information was provided.